Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The erroneous results were reported out of the lab. Calibration and quality controls were within specification prior to the event. The samples were retested on the facility's back-up system and yielded results within expectations. Amended results were issued. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system were not taken or provided. The fse decontaminated the system and replaced several parts. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.